Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to counts to the sensing integrity counter (sic) as well as high and variable impedance values. Additionally, the lead was oversensing. It was determined the lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.